Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the pump requested a minimum of 50 units after the customer reloaded the same cartridge. Reportedly, the customer had filled the cartridge with cold insulin. The customer was instructed to load a new cartridge with insulin at room temperature.